Event description:
It was reported that early or unintended balloon deflation occurred. During a procedure to treat the femoral artery (fa), a polarxfit catheter was selected for use. It was observed that the balloon deflated during ablation, although no error message was displayed. The cryo gas cable was replaced twice; however, this did not resolve the issue, so the catheter was replaced. After the catheter was replaced, a blood error detection occurred, prompting another catheter replacement. The procedure was then completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. The device was leak tested and passed both inner and outer balloon positive pressure and vacuum tests. The device was then connected to a smartfreeze console in attempt to recreate the error observed in the field. The device passed console testing with no errors. No leak paths were found. The slider mechanism for deflation was tested and found to be functioning correctly. With all available information, the reported event of early/unintended deflation was not confirmed through cis analysis.

Event description:
It was reported that early or unintended balloon deflation occurred. During a procedure to treat the femoral artery (fa), a polarxfit catheter was selected for use. It was observed that the balloon deflated during ablation, although no error message was displayed. The cryo gas cable was replaced twice; however, this did not resolve the issue, so the catheter was replaced. After the catheter was replaced, a blood error detection occurred, prompting another catheter replacement. The procedure was then completed successfully with no patient complications. The device was returned for analysis.